Manufacturer narrative:
During inspection and testing, service found the inside of the light guide lens was dirty. The report of a blurry screen was confirmed. The screen was blurry due to damage of the charge coupled device unit. In addition, the adhesive on the bending section cover was broken and separated, there were liquid leaks due to deformation of the electrical connector, the scope connector cover was deformed, there was a crease at the connecting tube, switch 1 was cut off, the play of the up/down know was out of standard due to wear of the angle wire, and there were scratches around the light guide and objective lenses. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the screen was blurred. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the inside of the light guide lens of the endoscope was dirty. This report is being submitted for the malfunction found during evaluation (dirty light guide lens). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer reported the procedure was completed with a similar device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due a gap generated at light guide (lg)-lens adhesive by physical stress or, from the ingress of dirt . The event can be detected/prevented by following the instructions for use which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.